Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Visual analysis and functional testing were performed. Results - the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Visual analysis noted scratches on the front and rear cover. There were cuts in the ipg header and peeling silicone. Attempts to communicate with the ipg initially failed. The battery was identified as exhibiting passivation. Once the error was cleared, the ipg passed all functional testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2009. It was reported the ipg was explanted and replaced due battery depletion. The explanted ipg was returned to the MFR for analysis. F/u on the pt found no further issues reported.